Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 21st may 2021 and 27th may 2021 recorded the decreased pacing impedance from approximately 1000 ohms to 400 ohms and the increased threshold values as mentioned in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that the patient described chest pain after the lead implantation. During the follow up and lead revision increased threshold and decreased pacing impedance were detected. The lead seemed likely advanced from the septum position. The lead was explanted approximately 8 days after the implantation.